Event description:
It was reported that the patient had a large hematoma on the left subclavicular area. During surgery high pacing thresholds were observed. Cardiac tamponade and perforation were observed by echo. Pericardial drainage was performed. Dislodgement was noted. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.